Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The fse (field service engineer) evaluated the ventilator and found the "battery failed" diagnostic code in the logs. The fse replaced the battery and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The faulty battery cannot be returned for failure investigation due to india's directorate general of shipping regulations.

Event description:
The customer reported that the ventilator's battery was not charging. There was no patient involvement.